Event description:
A report was received that a pt had to frequently charge the ipg after undergoing several emergency mris. The pt's entire system was explanted, due to the pt needing additional mris. The pt is reportedly doing well following the explant procedure.